Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial lead was surgically repositioned as it perforated the heart wall. This lead showed high capture threshold measurements due to this issue. The patient experienced chest discomfort and a pericardial effusion was noted as a result of this perforation, only a small amount of fluid was extracted. No additional adverse patient effects were reported.